Event description:
A hospital reported that an rt202 adult breathing circuit heater wire was broken. This alleged defect had been found while the device was being used. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in japan. The product is also sold in the USA. The resistance of the heater wire was tested using fluke 179 true rms multimeter. Results: the heater wire has an electrical open circuit. Conclusion: failure confirmed. The complaint device is out of product specification. Our records indicate that this is the only complaint of this nature received for the given lot number. We have received other complaints of broken heater wire with an occurrence rate of approximately 0.0021% worldwide for the last year. We have an open CAPA project to address this issue.